Manufacturer narrative:
Concomitant medical product: dtba1d1, ICD, implanted: (B)(6) 2013.

Event description:
It was reported that the patient experienced intermittent diaphragmatic stimulation from the left ventricular lead in the evenings. The pacing vector was reprogrammed and the lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.